Event description:
Olympus was informed that two pts were reportedly diagnosed with an air embolism following an endoscopic retrograde cholangiopancreatography (ercp) procedure within the space of one month. There was reportedly no perforation associated with either event per the reporter. One pt reportedly suffered a neurological injury, and was not expected to survive. The second pt was said to have "woken up" and walked out of the user facility, but it was unclear if there was any pt injury.

Manufacturer narrative:
The device was said to have been in use in the procedure reported in 8010047-2011-00208. Olympus followed up with the user facility via telephone, in writing and a site visit to gather add'l info regarding this event, please reference MFR# 8010047-2011-00208 and (B)(4) for further info. The device referenced in this report was returned for eval. The distal end cover was noted to have deep dents and scratches. The bending section glue was slightly discolored and cracked. The bending section cover and glue were determined to be non-olympus repairs. The light guide lens was cracked and chipped at the edge from physical damage. There are minor surface scratches on the insertion tube. The right/left and up/down controls were noted to have some play/during manipulation. Air/water flows were the standards. The instrument channel was examined and no damage was found. The findings would not likely have caused or contributed to the reported event. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.